Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female patient had suspected allergy to nickel since placement of essure (fallopian tube occlusion insert). Following media coverage she requested bilateral salpingectomy, and both devices were removed approximately 3 years after insertion. The event resolved. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information has been requested.

Event description:
This female patient was involved in a reimbursement or compensation activity. The patient received essure (ess305), lot number b11719. The report describes a case of allergy to metals ("suspected allergy to nickel since placement"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure (ess305). On (B)(6) 2013, the same day after starting essure (ess305), the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), depression ("depression"), balance disorder ("disturbance of balance"), libido decreased ("reduction in libido"), weight decreased ("weight loss of 9 kg"), sinusitis ("sinusitis") and throat irritation ("burning in throat"). The patient was treated with surgery (salpingectomy with removal of both inserts performed on (B)(6) 2017). Essure (ess305) was withdrawn. At the time of the report, the allergy to metals, depression, balance disorder, libido decreased, weight decreased, sinusitis and throat irritation had resolved. The relationship of allergy to metals, depression, balance disorder, libido decreased, weight decreased, sinusitis and throat irritation to treatment with essure (ess305) was not reported. The reporter commented: following media coverage the patient requested bilateral salpingectomy. Appointment with allergy specialist was planned for (B)(6) 2017 as conservatory measure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: computerised tomogram result was normal for disturbance of balance. On an unknown date: computerised tomogram result was sinus normal. Company causality comment: a female patient had suspected allergy to nickel since placement of essure (fallopian tube occlusion insert). Following media coverage she requested bilateral salpingectomy, and both devices were removed approximately 3 years after insertion. The event resolved. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 13-mar-2017: follow-up attempts performed without success. No follow-up expected. Company causality comment: a female patient had suspected allergy to nickel since placement of essure (fallopian tube occlusion insert). Following media coverage she requested bilateral salpingectomy, and both devices were removed approximately 3 years after insertion. The event resolved. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.